Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 24 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.